Event description:
Report two of three complete tubing separations. The pt with an unspecified type of cancer, the pt had a 24-hr taxol infusion connected to a central line. The tubing had been in use for approximately 24 hrs when the pt noticed a small amount of leaking. Upon further investigation, pt noted that "the tubing had completely separated from the distal end of the filter as if there was insufficient glue". The pt tried to reconnect the two pieces together, but when that did not stop the leak, pt clamped off the tubing and returned to the outpatient center for a new bag and tubing set. There was no reported bleed back or blood loss. The tubing was replaced and the infusiion resumed with no further problems. There were no reported adverse pt effects. There were no reports of chemotherapy contamination. Additional information was requested, but no further info was provided.